Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is not sold in the us. Device manufacture date: unknown. Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the safety mechanism separated on a 29 g x 1/2 in. Bd safety-lok¿ insulin syringe after withdrawal. There was no report of injury or medical intervention.